Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while placing the stent on the groin of the patient in an endovascular aortic stent open procedure, the clip applier was scissoring and it would not form correctly. They also noted that they were able to squeeze the handle. They opened a second another clip applier and it performed the same way. When they opened the third clip applier it performed correctly. There was no patient injury.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with eleven remaining clips. Microscopic inspection of the instrument revealed that the jaws were misaligned. Functionally, the instrument was fired once in air and a scissored clip formation was observed. The remaining clips were then fired on test media and scissored clip formation was observed. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the misaligned jaws and scissored clip condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported in cident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.